Manufacturer narrative:
Date of event: the article included trauma and general surgery patients requiring emergency abdominal surgery between 01-jan-2011 and 31-dec-2019. The exact dates of the events are unknown. (B)(4). Based on the information provided, it cannot be determined that the alleged dehiscence is related to the abthera¿ open abdomen negative pressure therapy system. The severity of the alleged dehiscence is unknown as well as if and what medical or surgical intervention was required to resolve the dehiscence. The article noted that "our investigation has several limitations including its power and low validity as a retrospective, observational study." Kci has made multiple unsuccessful attempts to obtain additional clinical and device information. The abthera¿ open abdomen negative pressure therapy system identifiers were not provided, and the product was not returned, and as a result, a device evaluation could not be performed. Device labeling, available in print and online, states: at each dressing change, the surgeon needs to re-evaluate whether treatment should be modified. At all times a strategy for discontinuing therapy or finally closing the abdomen should be considered.

Event description:
On 20-jan-2021, the following information was received by kci after a review of journal article, nemec. Et al. Wittman patch: superior closure for the open abdomen. The american surgeon. 2020. Vol.86(8). 981-984. Doi: 10.1177/01.003134820947156 noted the following: from 2011 to 2019, 189 patients were identified in the ab [abthera¿ therapy system] group. Page 983 noted that 2.26% (4/187) of patients in the ab group developed dehiscence." Under discussion noted that "however, both of our groups demonstrated a limited number of complications such as: fascial dehiscence." The article also noted that "damage control laparotomy is a surgical technique, resulting open abdomen that is not without its own consequences, including fluid losses, infection, failure to close, dehiscence, and hernias. Thus managing the resultant oa [open abdomen] has been a challenge for which extensive research and multiple techniques have been developed to control the oa and achieve closure." No additional clinical or device information was provided. Device identifiers were not provided, and the product was not returned, therefore, a device evaluation could not be performed.